Event description:
The patient's caregiver called lifescan and alleged that the patient's meter was prompting an apply sample message. Medical affairs spoke to the patient and obtained/verified the following information: the patient was unable to test on their meter. Approximately 2 weeks ago, the paramedics were called. The patient was experiencing symptoms of feeling drunk. The patient did not know what reading, if any, the paramedics obtained on their blood glucose meter. The patient received treatment from the paramedics but neither the caregiver, nor the patient could state what the treatment was. The patient was unable to provide any new information. It is not known how long the patient was unable to test. The issue was not resolved with training. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of themeter contributing to a serious injury. A replacement meter is being sent to the patient.